Event description:
It was reported that merlin.net transmission displayed non-sustain lead noise due to post-paced t-wave oversensing and was noted on the store egm. Patient was asymptomatic. Device was reprogrammed successfully.